Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be ¿missing components/ accessories and/or not according to proper assembly sequence¿ with a potential root cause of ¿incorrect operation¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contents: vinyl catheter, 14 fr. Uro-prep¿ tray with: underpad, drape povidone-iodine swabsticks (3) specimen container and label latex-free gloves (2) lubricant graduated collection container directions for use: visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the kit was missing tweezers, iodine, and cotton swabs.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the kit was missing tweezers, iodine, and cotton swabs.